Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the reset process, after which the error code did not reappear, leading to the successful start of the sensor session.